Event description:
It was reported that the universal modular electric/battery single trigger handpiece runs intermittently with it appearing as though there is a disconnection in the motor. Alternate batteries were used to attempt to resume function in the handpiece. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.